Event description:
It was reported that the package of the ligasure sealer ripped when it was being opened. The device was never used on a patient.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The device was returned to sss in the original unsealed packaging. The tyvek packaging had been torn, but otherwise showed no signs of mishandling. The tear originated at the right supplier seal near the chevron. The left supplier seal of the packaging had been opened without issue. Since the supplier seal was largely intact around the tear origin, the root cause was most likely that high supplier seal strength caused the tear. Samples pouches are pulled from each lot of vendor-supplier pouches in order to evaluate the supplier seal strength. If the tyvek fragments, tears, or shreds during testing, the entire lot is rejected and quarantined. The tyvek pouch receiving form indicates that the packaging lot in question passed all inspection. The device history record for the returned device shows that the device passed all inspection prior to shipment. The reported event is not occurring more frequently or with greater severity than is usual for the device.